Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) over 600 mg/dl with small ketones. Reportedly, the reason for the high bg was because the customer let the pump battery deplete and the pump turned off. Customer addressed high bg with a corrective bolus. Customer confirmed an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.